Event description:
The customer received a blood glucose reading of 350 mg/dl from her contour meter and a reading of 124 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement strips and a new meter were sent to the customer.